Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact and evaluation codes: updated one used device was received for investigation. The reported issue was confirmed during visual inspection, which identified a rupture in the proximal end of the airway balloon, near the connector. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information, the investigation confirmed the reported complaint, but could not identify a definite root-cause. A notification of this complaint's details was provided to production personnel and complaint trends will be monitored with actions taken as needed.

Event description:
It was reported that the trach tube cuff has popped during the sterilization process. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Customer reported the event involve item number 67pfssxx. Customer tried to troubleshoot this issue and they are following the IFU and directions for sterilization.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event is unknown, no information has been provided to date. No product information has been provided to date.